Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 403 mg/dl. Her blood glucose level was not sent over to the insulin pump. The customer has been in the hospital and had a really bad breathing episode. She had some fluid heart failure. The insulin pump alarmed insulin flow blocked. The alarm was resolved by changing the infusion set. Her hospitalization was related to another issue. The device was not returned.